Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. In audio options screen, volume/vibrate was set to low and high and all volume and vibrate settings were functioning accordingly. No volume anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past to confirm complaint codes. The adapt tool reveals that on 05/16/2024 from 01:04:36.000 through 05/16/2024 07:06:53.000, three nodelivery alarms were recorded. No alarms noted during testing of unit. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. However, moisture damage was noted on electronic assembly. Unit was also received with battery tube threads - cracked, cracked case (battery tube), scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion, customer concerns were not confirmed. All buttons functioning properly and no alarms were noted during testing. However during deconstructive analysis, evidence of moisture damage on electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump had unresponsive directional buttons. The pump was slower to rewind. Customer mentioned pump had multiple unexplained no delivery alerts. Customer was not receiving low reservoir alerts. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1880.